Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try various troubleshooting methods, such as pressing the center button and charging the pump, but these attempts were unsuccessful. Reportedly, customer reverted to manual injections for insulin therapy.